Event description:
Related manufacturer report number: 3006705815-2022-17501, 1627487-2022-05716, 1627487-2022-05717. It was reported that the patient had discomfort and irritation at the lead site post-implant due to an infection not healing properly. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.